Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated

Manufacturer narrative:
Added: d3. Pd-any device-(twist, bent, kinked): guidewire was found to deformed and kinked upon inspecting the returned product. The cause of product damage cannot be determined since insufficient clinical details were provided. Difficult/unable to remove through other device: guidewire was found to deformed and kinked upon inspecting the returned product.the cause of difficult/unable to remove through other device cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that when removing 0,018¿ guidewire, tip oft the guidewire was expanding and went very long. It was explored after removal out of the pump. The guidewire looks complete and nothing remained in the pump/patient. The guidewire is expected to be returned. There was no patient harm.

Manufacturer narrative:
Updated information: h6 med dev prob code added a150207.